Manufacturer narrative:
The device was received for evaluation. During functional testing a system error 345 alarm occurred. A review of the event history log does confirm previous system error 345 messages. The thermistors were found within normal range however visual inspection found contamination on the force sensor tail as cause of the alarm. The force sensor requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.